Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve being stuck. Additional malfunction was the power switch had a short circuit.